Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that on the date of CT a suspected type iiib endoleak was observed. Intervention was performed with the implantation of a endurant limbs on both sides which was deployed from 1cm distal to the proximal area of the main body. The event was resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.